Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported by the patient that for the past nine months they have been experiencing a systemic allergic reaction relating to a knee surgery / ligament replacement. The patient's doctor has asked them to find out the material composition of the implanted product. The patient currently has a 7x23 biocomposite tenodesis screw implanted in their knee.